Manufacturer narrative:
Device evaluation of the subject device service repair noted black gelatinous substance found clogged in the nozzle. According to the service engineer, the black substance cannot be removed . Review of repair history of this product noted the concerned product has been repaired once in the past months. Repair completed on 2022/07/22. Fault detection during the repair noted :the ch-tube had leakage; the objective lens was worn; the switches were aged; the lg tube was aged. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the loaner device was found with clogged nozzle. The issue found during device inspection. There is no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a black gelatinous foreign material - however, this material could not be further identified. As deviation from reprocessing recommendations was not confirmed, a further presumption of cause could not be established for the suggested phenomenon. To prevent further recurrence, it is recommended that the user facility receive instruction/reinstruction on device handling in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.